Event description:
Painful- vagina [vulvovaginal pain]. Tampon caused pain [medical device site pain]. Painful to remove tampons [complication of device removal]. 2 tampons in one applicator [device physical property issue]. Case description: consumer reported via e-mail that she inserted a tampon and there was two tampons in one applicator. No serious injury reported.

Manufacturer narrative:
29-jun-2021: no manufacturing cause identified.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Painful- vagina [vulvovaginal pain]. Tampon caused pain [medical device site pain]. Painful to remove tampons [complication of device removal]. 2 tampons in one applicator [device physical property issue]. Consumer reported via e-mail that she inserted a tampon and there was two tampons in one applicator. No serious injury reported.